Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2020-00154, 2938836-2020-00156, 2938836-2020-00157. It was reported that left pleural effusion due to the device system implant procedure was observed. No intervention was made. The issue was resolved.